Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had less than five years remaining with magnet rate of 90 several months ago and recently it reached end of life (eol). Also, it was reported that the patient with this pacemaker was experiencing shortness of breath. Boston scientific technical services (ts) then explained that likely this pacemaker tripped elective replacement time (ert) after couple of months from the last interrogation. Further information indicated that there was no longevity issue and that patient symptom was device related. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation against the pacemaker was not confirmed. The pacemaker triggered replacement indicator while implanted and passed labeled longevity calculation. Further, the interrogated battery status was at end of life (eol) and elective replacement time (ert) was set before explant. A review of the pacemaker's memory noted no resets or error codes and noted not operating near a bin edge. Moreover, manual electrical measurements noted normal pacing and sensing functions. Thus, the pacemaker met its specification.

Event description:
.